Manufacturer narrative:
Complaint of overheating could not be reproduced. Product passed functional testing during 6 hour burn-in with no overheating. Live video output remained constant throughout functional testing and burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the camera head was running hot and became too hot to use. No injuries were reported as a result. No additional information is known at this time. Additional information will be provided upon receipt.